Event description:
Patient reported infusion set leaking at the housing near the adhesive. He indicated that he discovered the issue as a result of smelling insulin. Patient experienced elevated blood glucose levels of 284-344 mg/dl. He stated that he did not experience any symptoms associated with the elevated blood glucose levels. Patient administered insulin injections to address the elevated blood glucose levels. He reported that when he changed the infusion set, the cannula did not appear to be bent. Patient stated that he did observe some redness at the infusion site. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.